Manufacturer narrative:
Remains implanted in the patient.

Event description:
It was reported that an es2 blocker at left l5 migrated approximately 1 week post-operatively. Revision surgery has not be scheduled or performed at this time.

Manufacturer narrative:
The device was not returned for evaluation because it remains implanted; however, the reported event was confirmed via imaging. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number and no adverse trends were observed. A root cause cannot be established with the available information. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
It was reported that an es2 blocker at left l5 migrated approximately 1 week post-operatively. Revision surgery has not be scheduled or performed at this time.